Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the user facility, the 4:1 straight reducer was overheating. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the user facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
The initial device report was submitted in error. This event was previously reported under reference number# 9611253-2015-00017 for manufacturer nsk nakanishi.

Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the user facility, the 4:1 straight reducer was overheating. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the user facility, there was no patient involvement and no delay to a surgical procedure.